Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -11.5 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, elevated intraocular pressure, narrowing of the angle, angle closure and shallowing of the anterior chamber . The patient experienced blurry vision. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op condition is good and best-corrected visual acuity was 20/20.

Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (no failure detected): based on the results of the investigation, the devices associated with the work order(s), including the suspected device, was manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, medical and device history record reviews, a specific root cause of the event could not be determined. (B)(4).